Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole on the dryline approximately 15.5 cm away from the connector. Conclusion: it was identified that the damage to the rt134 dryline could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. Our user instuctions that accompany this device states the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" "set appropriate ventilator alarms" (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt134 adult breathing circuit failed the leak test on the ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt134 breathing circuit is in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt134 adult breathing circuit failed the leak test on the ventilator. This was found prior to patient use.